Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that when the operator performed the pre-test of the device, it had no problem. And after the placement thereof, he confirmed that it had also no problem under the contrast radiography on (B)(6) 2016. But, on (B)(6) 2016, the leakage was observed from the side surface of the adapter. After that, however, the operator continued and managed to use the device with its damage part covered with adhesive plaster, etc. And on (B)(6) 2016, the damage became a larger crack. After that, the device was still used with its adapter part fixed with adhesive plaster, etc. Continuingly, then was replaced with a new device on (B)(6) 2016.